Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 05/08/2024, it was reported that the patient was not moving in his sleep anymore even when they tried to wake him up. The son called the paramedics and they took a bg reading which was very low (no values reported) and there was no cgm reading documented. They treated the patient with IV glucose. After the treatment the patient recovered and was not taken to the hospital. At the time of the report the patient was normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.